Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was 8.2 mmol/l. The customer stated that the power error detected alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. The insulin pump received an error 25 due to a connector resistance issue.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error due to j6 connector resistance issue.